Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client has reported that the dermatology unit reported that during procedures using dafilon 6/0 sutures, these sutures cut easily and detached from the needle. Additional information: due to national regulations, we cannot request additional information from patients.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There were 36 units blocked in our stock. We have received 6 closed samples and 36 closed samples from our stock. To evaluate the conformity of this unit, we performed the following tests: needle attachment results conducted on the 6 closed samples received are 0.24 kgf in average and 0.043 kgf in minimum and does not fulfil ep requirement for minimum (only one of the samples has a value minimum). Ep requirements: 0.17 kgf in average and 0.082 kgf in minimum. Needle attachment results conducted on the 36 closed samples from our stock are 0.33 kgf in average and 0.221 kgf in minimum fulfil ep requirement. Ep requirements: 0.17 kgf in average and 0.082 kgf in minimum. According to ep, one low value in 15 units tested is accepted. We have also tested the knot pull tensile strength of the samples received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.40 kgf in average and 0.36 in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). We have also tested the knot pull tensile strength of the samples received from our stock and the result fulfils the requirements of the european pharmacopoeia (ep): 0.38 kgf in average and 0.24 in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). As stated in the instructions for use of the product, when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received and closed samples received from our stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received and closed samples received from our stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.